Event description:
Customer was shipped replacement centrifuge buckets. Upon receipt it was noted that apparent dried blood residue was on buckets. Person unpacking and inspecting buckets was not wearing personal protective equipment and was exposed to dried blood. Buckets have not been returned, so no investigation was done, although records show buckets were decontaminated when reprocessed.